Event description:
During a left femur nail implant for a midshaft femur fracture, the 2.5mm reaming rod with ball tip/950mm-sterile broke prior to insertion into the medullary canal. The surgeon bent the wire with pliers, prior to putting the wire in the femur. Once he did that, it broke 1/2 inch above the ball tip. The surgeon used a typical amount of force while applying, when applied, it gave. The surgeon was able to fix with pliers. A replacement a reaming rod was not available. The surgeon was informed of the option of putting the nail down without a wire. The surgeon wanted to use the wire. The surgeon was informed twice that there is the possibility, if reamer is used, the reamer head could become incarcerated in the femur. The surgeon elected to use the wire and elected to ream over the wire, and when the 12mm reamer head was used, the reamer head became incarcerated. The surgeon made an incision at the fracture site and tunneled in with forceps and was able to extract the reamer head through the fracture site with the forceps. The surgeon was able to insert the nail, and all the implants went in typical fashion. The surgeon then wrapped an unspecified amount of wires around fracture site to get a better reduction. It appeared the implant went in, and positioned without incident. The procedure was successfully completed with no injury reported to the patient. There was a 30 minute delay in completing the procedure due to making the incision and extracting the reamer head. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
(B)(4).

Event description:
During a left femur nail implant for a midshaft femur fracture, the 2.5mm reaming rod with ball tip/950mm-sterile broke prior to insertion into the medullary canal. The surgeon bent the wire with pliers, prior to putting the wire in the femur. Once he did that, it broke 1/2 inch above the ball tip. The surgeon used a typical amount of force while applying and when applied, it gave. The surgeon was not able to fix with pliers as the tip of the reaming rod fell off. A replacement a reaming rod was not available. The surgeon was informed of the option of putting the nail down without a wire. The surgeon elected to use the damaged wire. The surgeon was informed twice that there is the possibility, if reamer is used, the reamer head could become incarcerated in the femur. The surgeon elected to use the wire and elected to ream over the wire, and when the 12mm reamer head was used, the reamer head became incarcerated. The surgeon made an incision at the fracture site and tunneled in with forceps and was able to extract the reamer head through the fracture site with the forceps. The surgeon was able to insert the nail, and all the implants in typical fashion. It was reported that the surgeon then wrapped two cerclage wires around fracture site to obtain better reduction. It appeared the implant went in, and positioned without incident. The procedure was successfully completed with no injury reported to the patient. There was a 30 minute delay in completing the procedure.